Event description:
All further attempts to the reporter for additional information have been unsuccessful to date. The explanted vns generator has been returned and is currently pending product analysis.

Manufacturer narrative:
(B)(4)

Event description:
Product analysis of the vns generator was completed. No anomalies were identified during the analysis and the generator performed per specifications. The generator was not at end of service.

Event description:
Reporter indicated a patient had vns generator migration, neck, shoulder, and chest pain, swelling over the generator site, erratic vns stimulation, and increased seizures. The vns generator was also reported to be nearing end of service and not working at full power. The patient had vns generator replacement surgery performed on (B)(6) 2011. A battery life estimation for the generator performed by the manufacturer yielded approximately 2.69 years remaining, but 1.5 years of programming history was missing. Attempts for further information and return of the explanted generator are in progress.